Manufacturer narrative:
(B)(6). Product evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.1 mm vticmo12.1 implantable collamer lens, -11.0/+3.0/085 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.